Event description:
As reported by the user facility: customer description of the event being reported: we're still having issues with our bloodlines and today we had an incident where more blood, more air went into the machines, and we had to stop patient's treatment. The lines are allowing air to come in via the fistula on the needle. The negative pressure on the arterial or red colored connector, is allowing air to be sucked in where it connected to the fistula on the needle. The amount of air gets bad enough where they are losing surface area on the dialyzer. The blue connector is a positive pressure connector, and the leaks are probably not big enough to let blood through, but the red connector is small enough to pull air through. Again, they are losing surface on the dialyzer. Because of the air in the arterial circuit, little bubbles can be seen along the tubing and where it connects at the top of the dialyzer and at the top of the venous chamber. Anytime air is introduced in the dialyzer, it clots reducing surface area to clean the blook and subsequently reducing the effectiveness of the dialyzer.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, nine (9) photographs were submitted for evaluation. The photographs were visually inspected, and bubbles were observed inside the lines. One of the nine photographs had tag information, and a second photograph showed a second tag with different lot information. Based on visual findings, air bubbles were noted in the bloodlines; therefore, the reported defect was confirmed. Exact root cause cannot be determined without an actual sample to evaluate, but a possible root cause could be related to failure to secure the connection during clinical handling/use, resulting in blood/air leaks or accidental disconnections. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.